Event description:
The manufacturer received information alleging a ventilator failed calibration. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor cable was reconnected to address the issue.